Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states their sensor and pump readings have had large differences. The customer states their sensor reading was 240mg/dl to 260mg/dl, but their blood glucose reading was actually 584mg/dl. The customer states they treated with pump. The customer declined to troubleshoot for the highs. The customer states they are an uncontrolled diabetic so their levels tend to fluctuate. Troubleshoot was conducted. The customer's blood glucose level was 251mg/dl and their sensor reading was 242mg/dl. The difference was found to be within the acceptable range. The customer was advised to monitor the device and call back if issues persist.